Event description:
It was reported by a nurse in the USA that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. Approximately 5 months ago, the patient began treatment with dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for pd. During a call with baxter customer services, the following was reported by the pd nurse (pdn). On an unreported date, the patient did not clean the exchange area before starting pd, which led to peritonitis. About two weeks prior to this report, the patient experienced peritonitis. Approximately twelve days after experiencing the peritonitis, the patient was hospitalized for the event. The patient was treated for the peritonitis with vancomycin and rifampin (doses, frequencies, and lots not reported). Concomitant therapy was not reported. On an unspecified date, while the patient was in the hospital, the patient's pd catheter was removed and the patient was transferred to hemodialysis (hd). The nurse stated the patient was not re-trained in proper aseptic technique because the patient was changed to hd. On an unspecified date, the patient recovered from the peritonitis. At the time of this report, the patient remains on hd.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by patient described as patient did not clean the exchange area before starting pd, which caused peritonitis. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.